Event description:
It was reported that the patient underwent a revision surgery due to luxation of the cup. Explanted devices: r3 cup, r3 liner and competitor head. In addition, this patient underwent two closed reductions due to previous luxations on (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery due to luxation of the cup. The affected r3 no hole coated shell, r3 acetabular insert and hole cover, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Medical analysis noted that based solely on the translation of the provided operative reports and poor quality images, it is not possible to determine or confirm proper positioning of the implant, or whether the patient had any underlying comorbidities which may have been a contributing factor to the reported dislocations and revision. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.